Event description:
It was reported that during a total vaginal hysterectomy procedure, the device would not fire. A second device was used with no issue to complete the case. There was no pt consequence.

Manufacturer narrative:
Damaged shrouds. Evaluation summary: the analysis results showed that one device was received with the handles open and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the handle became open, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The mfg records were reviewed and no anomalies were found during the mfg process.